Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
An anato stem was implanted on thursday, (B)(6) 2016. On friday, (B)(6) 2016 the patient fell and went to the ER. X-rays showed that the medial calcar had fractured. A revision surgery is scheduled for (B)(6) 2016.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. The event was confirmed. Medical records received and evaluation: review of the medical records provided indicated a traumatic fall of the patient early after arthroplasty has caused a periprosthetic fracture around the anato stem requiring conversion to a restoration modular device with fracture repair using dall-miles cables. Device history review: the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on medical review of the information that was provided, it is indicated that a traumatic fall of the patient early after arthroplasty has caused a periprosthetic fracture around the anato stem requiring conversion to a restoration modular device with fracture repair using dall-miles cables. If additional information and/or device become available, this investigation will be reopened.

Event description:
An anato stem was implanted on thursday, (B)(6) 2016. On friday, (B)(6) 2016 the patient fell and went to the ER. X-rays showed that the medial calcar had fractured. A revision surgery is scheduled for (B)(6) 2016.